Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that resistance was experienced while trying to navigate the xience v stent delivery system (sds) in the guiding catheter. The sds kinked and the proximal end of the shaft separated. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and the entire length of the sds. There was no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted. This is consistent with the reported information that the sds was inserted into the patient. Difficulty advancing an sds through a guiding catheter could be related to, but not limited to, the shape of the guiding catheter or damage to the guiding catheter, damage to the stent implant or stent delivery system, device size selection or accessory device support and/or interaction between devices. All sds are visually inspected for damage at numerous points in the manufacturing process. Analysis noted the hypotube separated and had two bends distal to the strain relief tubing. The fracture faces were oval as if kinked prior to separating. The material at the separation was stretched and jagged. There were multiple kinks in the hypotube distal to the separation. There was no other damage noted to the sds. A hypotube shaft separation is often attributed to ductile overload at a kink. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Additional information was received and confirmed that the shaft separated during advancement in the guiding catheter. The guiding catheter used in the procedure was not returned and may have assisted in the evaluation; however, the returned sds was advanced and retracted through a new guiding catheter with no resistance noted. It is possible that there may have been interaction between the sds and the guiding catheter which could have contributed to the reported resistance and difficulty to position. Attempts to advance the sds through the guiding catheter during the interaction between the devices may have subsequently contributed to shaft kink. Attempts to retract the sds from the guiding catheter after the shaft was kinked could have resulted in the shaft separation. The noted bends could have also occurred during the procedure while attempting to advance the sds through the guiding catheter. Review of the manufacturing records for this lot did not identify any non-conformances that could have contributed to this complaint and there were no other incidents reported for difficulty to position, kink and shaft separation for this lot. Although a conclusive cause for the difficulty to position can not be determined, the kink and shaft separation appear to be related to circumstance of the procedure. Product performance engineering will monitor the incident circumstances. All catheters (sds) are visually inspected for kinks prior to lot release. In addition, a sampling of units is destructively tested to verify lumen integrity.